Event description:
The facility representative reported a colleague infusion pump with an "810:11" failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. This is involving a pump with software version 5.09.90 which is categorized as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct the reported condition. This issue has been escalated to CAPA. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.